Manufacturer narrative:
H6: damage was observed on the leading end of the sheath. This observation is consistent with the applicable portion of the description summary. The root cause of the inability for the sheath to advance could not be determined with the available information. Emdr section h6, codes c21, d16 updated to reflect results of investigation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: device evaluation anticipated, but not yet begun. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® dryseal flex introducer sheath as an accessory. While inserting the 12fr sheath, it was stuck near the puncture site and could not be advanced. The tip of the device seemed to be squished. The procedure was continued with an alternative device. The patient tolerated the procedure. Physician¿s comment: ¿the patient had quite tough skin. The device may have been stuck when I tried to insert it into it. ¿